Event description:
Per the audiologist's report, this pt developed an increasing number of faulty electrodes and a decrease in performance. Integrity testing performed on 11/14/2006 confirmed the electrode faults. His surgeon explanted the device in 2006 and reimplanted a new device the same day.